Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: customer reported receiving low readings of 60 mg/dl with the use of the adc freestyle libre sensor. The customer self-treated with orange juice and received subsequent low sensor scan readings. The customer once again self-treated with orange juice and began to feel very faint. The customer's husband obtained a reading of 280 mg/dl on the built-in reader in comparison to a sensor scan reading of 60 mg/dl. No further information was provided. No self or third-party treatment was reported. There was no report of death or permanent injury associated with this event.